Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the basic occlusion and displacement tests. No motor error alarms noted. The motor passed the motor test. The device also had a cracked reservoir tube lip, missing end cap sticker and scratched display window. All buttons functioned properly and no damage was found on the keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's act button would not respond. She was setting up the reservoir and was not able to prime. She stated that the device was not bumped, dropped or exposed to moisture. Blood glucose value was 162 mg/dl. The device was replaced and returned for analysis.